Manufacturer narrative:
D2b: procode: dqo, kra. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical corporation (tmc) (importer), registration no. (B)(4), is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo medical corporation received the following reported information: the first coil became stuck, so they took the micro out and put it back. A 2mm coil then worked. On the third coil attempt, it became stuck again. While pushing a runthrough wire, the wire perforated the catheter. They were able to take it out before the distal segment broke off. The procedure performed was an hae procedure. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. We investigated similar complaints that had occurred in the past. As a result, there had been no similar complaints about the production lot 250203090 in the past. However, we could not identify the occurrence cause of the following reasons. The involved device was not returned, and we couldn't perform the detailed investigation. It occurred with normal usage. Details of the occurrence situation were unknown. There have been no prior similar complaints within the same lot, and no abnormalities were identified that would indicate a potential risk of penetration due to the use of a guidewire. Terumo medical corporation (tmc) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.